Manufacturer narrative:
Broken advancer. Evaluation summary: the analysis results confirmed that the el5ml device was received with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown case, the el5ml misfired, an additional like device was used. There was a note on the bag with the device and no other information was available. There was no patient consequence reported.